Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that crossing difficulties occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.50x38mm promus premier¿ stent was selected; however, the device was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the tip was visually and microscopically examined and no issues were noted with its profile. The tip outer diameter was measured and was within specification. The stent was damaged at the proximal end. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The most proximal row of struts was raised and misaligned. No issues were noted with the balloon. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual and tactile examination found the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).